Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 44 bd precisionglide¿ needles were incorrectly labelled with the length of the needles being different from the labelled length.

Manufacturer narrative:
Investigation: one photo was provided for evaluation. It shows the shelf box identifying the box with the product 305125 (25x1) and product inside is correct but was labeled as 25x5/8 therefore failure mode is verified. Root cause was due to manufacturing personnel. During the production of this batch a web roll was replaced using not the right one. Training was performed to all applicable personnel regarding this issue on (B)(6) 2019. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that 44 bd precisionglide¿ needles were incorrectly labelled with the length of the needles being different from the labelled length.